Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 28 mg/dl, 253 mg/dl and 225 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated that she ate peanut butter toast, drank low fat milk and took 4 units of her novolin regular. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.